Event description:
It was reported that during an unknown procedure, the cartridge fell down when they open the device. They put the cartridge into the device and then there was an issue of staple. The surgeon finishes the procedure with wire. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the cartridge fall into the patient? No. What was the issue with staple? Cartridge is fall during the opening of the packaging. Did the device deliver any staples? Yes . If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No correctly . If yes, was the cut line complete? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The 1st f/u response from affiliate: what was the product code and lot number for the cartridge that fell out of the package upon opening? No information available. Is the packaging from the cartridge available to be returned for analysis? If yes, please include the packaging with the return of the cartridge. No information available.